Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was returned for investigation due to a contact force issue. During electrical testing short circuits were noted between electrodes 1-4 and the thermocouple wires. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, saline residue was noted within the electrical connector. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the electrical connectors. Log file analysis indicated that the tc2 value displayed intermittently. The evidence of fluid within the electrical connector is consistent with the short circuits and contact force issue observed.

Event description:
This report is to advise of a leak observed during device analysis confirming the reported contact force issue.